Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had blood entering the machine. There was no patient injuries or death reported.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. From inspection it was found that there was blood in the safety disk and pneumatic interface module - the set 0997-00-1178 pneumatic interface must be changed. After replacing the pneumatic interface module assembly and testing the use of the machines it was found that the machine can be used normally.